Event description:
The patient was unable to turn the implantable neurostimulator (ins) on. The ins had a por (power on reset) message. The ins was reprogrammed and the patient had good coverage of his low back and both legs. Impedance and battery checks were both normal. The patient left the programming session with good coverage and pain control.

Manufacturer narrative:
(B) (4).